Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 107mg/dl. Troubleshooting was performed. The customer stated that no alarms occurred during or after the buttons stopped functioning. Instructed the caller to remove and to insert a new battery, but the device still had a frozen display and the time was not advancing. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.